Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage between scope body and upward/downward knob. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope bowden cable was torn. The issue was found during an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive around the light guide lens, adhesive on the bending section cover, and the connecting tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending section could not be bent in the "up" direction at all due to a cut on the angle wire. The device evaluation found that the adhesive around the light guide lens, adhesive on the bending section cover, and the connecting tube had foreign material. Additional findings include the following: water tightness was lost due to a deformation of the up / down knob, water tightness was lost due to a crack on the scope body, the flexibility adjustment ring had a scratch, the grip had a scratch, the air / water cylinder had no color, the suction cylinder had no color, the right / left knob had a scratch, the switch box had a scratch, the light guide bundle had breakage, the objective lens had a scratch, the light guide lens had a crack, and the universal cord coating was peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.